Manufacturer narrative:
(B)(4) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported that the intraocular lens, model zxr00 +21.5 diopter, was implanted in her left eye on (B)(6) 2017. Reportedly, the patient had trouble in that eye since the surgery. She experienced horrible starbursts and concentric circles around lights. The patient consulted another ophthalmologist for a second opinion, who stated that implanting surgeon did an excellent job and the patient was just one of the unfortunate ones who could not tolerate this lens. On (B)(6) 2018 the lens was explanted and another type of lens (model and diopter unknown) was implanted as a replacement. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing record review: a manufacturing record review could not be performed as no serial number was provided. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.